Event description:
It was reported during the implant attempt that there were several attempts to advance the leads, the physician reported that there were changes in the shape of the tip to ring part of the electrode. Due to this, the physician reported loss of capture and dislodgement for both leads. The leads were not implanted. There were no patient complications reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.